Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 3 tip broke during use. All the broken parts have been retrieved from patient's mouth. No injury.

Manufacturer narrative:
The investigation results for this complaint are: a start-x tip satelec insert 3 was returned in loose. Insert is broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for eventual evaluation. Nothing unusual to report was found during DHR review (batch #1925718). Scaler setting are in compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.